Event description:
It was reported the pt felt the stimulation in the wrong location in the rib area. The pt also experienced a lack of effect and shocking at the lead location. This was following a position change of twisting/lifting. An x-ray showed a frank lead migration. The physician reported inferior and lateral migration of the electrode. The battery was replaced with a newer model and a new 5-6-3 electrode was placed. The pt had good coverage post op and recovered without sequelae.

Manufacturer narrative:
.